Event description:
The aaa delivery catheter broke upon removal after becoming hung up on the ipsilateral iliac artery. Considerable force was applied by the physician. The pt was converted to open surgery.